Manufacturer narrative:
(B)(4). Pump received with critical pump error (open book image) alarm and pump error 35 alarm is found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. No moisture damage found on the keypad assembly. Pump received with scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, stained serial number label, cracked retainer, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Event description:
Customer reported via phone call that the device was exposed to moisture and would not work anymore. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.